Event description:
It was reported that an unexpected reset occurred. Customer¿s blood glucose (bg) was displayed as ¿high¿; however, a specific value was not provided. Bg level was corrected with a manual injection of insulin. Reportedly, the customer reverted to manual injections for insulin therapy.